Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and/or diabetic ketoacidosis. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified malfunction occurred. The patient reported they were using a tandem pump when they went into diabetic ketoacidosis and was taken to the hospital. The patient did not provide further event details regarding the issue with the dexcom, symptoms or treatment information. Follow up attempts to gather additional information was unsuccessful. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). 3004753838-2026-123500 was reported in error. Please disregard initial reporting of this event as this event has now been deemed not reportable.

Event description:
Subsequent to the initial MDR, it was determined that a report was submitted in error. A correction was entered on (B)(6) 2026. Although the patient experienced a serious injury requiring medical intervention, there was no dexcom device malfunction that contributed to the event and no allegations made against dexcom. Upon further review, it was determined that the patient allegation does not meet the criteria of a reportable event.